Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that no flow was observed from a basal/bolus infusor. This occurred during filling of an unknown drug, while a baxter patient control module (pcm) was attached. Details on the filling procedure used are unknown. There was no patient involvement. No additional information is available. This is report 1 of 2 for this event.